Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that multiple error alarm. Customer's blood glucose value was 8 mmol/l at the time of the incident. Customer stated that self-test was not passed. The customer was assisted with troubleshooting for multiple pump error. Device will return device for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No the motor arm cannot communicate with the main arm, inverse critical block did not add to zero error alarm or failed battery test noted. Hardware low level failures error confirmed in the device history due to broken pin keypad assembly.